Manufacturer narrative:
Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. Therefore an assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device would not run. It was further reported that there was an issue with the motor on the device. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in the surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly